Event description:
Patient box from manufacturer of high frequency ventilator not functioning as designed resulting in inadvertent peep reading and patient with increased need for fio2 [fraction of inspired oxygen]. Pt later found to have hyper expansion and right sided pneumothorax requiring chest tube placement.